Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, it was discovered that this right atrial (ra) lead had exhibited loss of capture (loc), noisy signals and high out of range pacing impedance measurements for approximately a year. Further review attributed the observations to a lead conductor fracture. As result, the patient underwent a surgical intervention wherein the lead was abandoned and a replacement was implanted. No oversensing or therapy inhibition. No additional adverse patient effects were reported.